Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leakage noted at exit site, when patient was getting checks done prior to receiving chemotherapy. No chemo was delivered. Removed PICC. Fracture noted from PICC noted at 7 cm from 0 exit site. No harm to patient. No break noted on insertion all checks carried out. Referred to nurse lead PICC service for removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 3 cm and 4 cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) the damage location suggested that catheter securement, access and maintenance techniques may have contributed. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, leakage noted at exit site, when patient was getting checks done prior to receiving chemotherapy. No chemo was delivered. Removed PICC. Fracture noted from PICC noted at 7 cm from 0 exit site. No harm to patient. No break noted on insertion all checks carried out. Referred to nurse lead PICC service for removal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a longitudinally aligned split was observed between the 3 cm and 4 cm depth markers. Adjacent to the split was deformation of the catheter tubing which contained physical features associated with material fatigue. The characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, leakage noted at exit site, when patient was getting checks done prior to receiving chemotherapy. No chemo was delivered. Removed PICC. Fracture noted from PICC noted at 7 cm from 0 exit site. No harm to patient. No break noted on insertion all checks carried out. Referred to nurse lead PICC service for removal. No other information was provided.